Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 265 mg/dl, 368 mg/dl, and 49 mg/dl. No low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.